Event description:
It was reported that the customer called back, not ready to order as wife has developed a rash and uti since (b)(6), waiting for this to clear before using the product again. It is unknown if troubleshooting was performed. Lot/Serial number was not provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per GUDID. H11: Section A through F - The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD. This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.